Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited a pacing impedance of >3000 ohms one month post implant. Also, one day post implant, the impedance was 1126 ohms. Today, it was 2124 ohms. Other lead measurements were normal. Sensitivity was programmed to nominal in the right ventricle. No noise was recreated with patient maneuvers. A boston scientific technical services consultant discussed the possibility of a loose setscrew, and suggested trouble shooting the lead by programming sensitivity to most, overdrive pacing, and doing patient maneuvers in monitor only mode to evoke noise. A chest x-ray was also suggested.